Event description:
The customer reported a cracked lid and a burning smell on their statspin express 3.

Manufacturer narrative:
The customer reported a cracked lid and a burning smell on their statspin express 3. There was no report of operator injury or affect to patient samples. The fire department was not called. The unit is being returned to beckman coulter for further evaluation. Upon inspection chu identified a burned pcb assembly.